Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in stated that last night her pump wasn't working properly. Customer received an alarm and thought she had fixed the pump and woke up with a bg of 500 mg/dl. Customer also, reported that the drive support cap was sticking out. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.